Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, a cardiac arrythmia non-emergency treatment was completed by restarting the system. The philips field service engineer (fse) visited onsite and analysed the system log files. The analysis of system log file indicated the fluoroscopy not possible and fdc communication failure. Upon troubleshooting, the fse identified the issue was due to flat detector controller (fdc) power supply. To resolve this issue, fse reconnected the fdc power supply cable. After which, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.